Manufacturer narrative:
Device analysis report is attached. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on september 07, 2023.

Event description:
Per the clinic, the patient experienced infection at the implant site, leading to the extrusion of the electrode lead into the external auditory canal. Subsequently, the patient was treated with oral, topical and IV antibiotics (specific date and duration not reported). The device was explanted under general anesthesia on (B)(6) 2023. Reimplantation is planned but had not taken place at the time of this report.